Event description:
The facility reported an infusion pump[ with a failure code 810:11. It is not known if this failure occurred while infusing on a pt. The facility representative stated that no report injury was reported on this pump since the last baxter service event. Information regarding pt demographics, medication involved and device programming was requested but none was provided.